Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer received a blank display on their insulin pump. Customer stated they had changed out the battery three times prior to the blank display occurring. The customer's blood glucose was 141 mg/dl. The customer also stated they were able to fill their cannula and give themselves a 3 unit bolus. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.